Event description:
It was reported that this right ventricular (rv) lead exhibited 2 spikes on the electrogram (egm). Technical services (ts) reviewed the reports and noted that this lead exhibited low amplitudes. Ts also noted that the spikes appeared to be left ventricular signals. The spikes were oversensed. Ts suggested an x-ray to determine the rv lead location. The lead remains in use. No adverse patient effects were reported.